Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Soize s., barbe c., kadziolka k., estrade l., serre I., pierot l. Predictive factors of outcome and hemorrhage after acute ischemic stroke treated by mechanical thrombectomy with a stent-retriever.neuroradiology. 2013;55(8):977-987. During the study period, 59 consecutive patients (27 male and 32 females; mean age 63±16 years) with acute occlusion of large intrac erebral arteries underwent thrombectomy with the solitaire fr device. Forty-three patients (72.9 %) received intravenous thrombolysis before the endovascular therapy. At 3 months, 34/59 patients (57.6 %) had a good functional outcome (mrs 0¿2), 13 patients had a moderate functional outcome (22 %), and 12 patients died (20.4 %).